Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date, no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol sepramesh ip, reference number 5959812, lot number huwc0270 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and as suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date, no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 2 years post implant of sepramesh ip, patient had pain, adhesions, mesh migration, hernia recurrence thereby underwent repair with mesh removal. Per op notes, "hernia sac was protruding, appeared to be laterally from mesh that had pulled away." The instructions-for-use supplied with the device list adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: d4 (expiry date). This supplemental emdr represents the sepramesh ip (device #1). An additional emdr was submitted to represent the ventrio st(device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2012, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol sepramesh ip, reference number (B)(4), lot number huwc0270 was implanted to repair the hernia defect. It is alleged that several years later on 11/03/2014, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and as suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with large incisional hernia thereby underwent open repair with implant of sepramesh ip (device #1). Per operative notes, "there were a few adhesions between the bowel and the hernia sac which were reduced. A sepramesh ip (device #1) was cut for the defect, placed below the level of the fascia and sutured.¿ (B)(6) 2014 - patient visited hospital for abdominal wall hernia. (B)(6) 2014 - patient was diagnosed with pain, recurrent incisional hernia thereby underwent open repair with the explant of mesh (device #1). Per operative notes, "hernia sac was protruding, appeared to be laterally from mesh that had pulled away. Lysis of adhesions to free up the segment of the small bowel was performed. Once it was freed up, undersurface of the old mesh (device #1) was removed or portion thereof it removed. Some other crease of mesh that was left behind. A piece of ventrio st hernia patch (device #2) was placed into the defect.¿ (B)(6) 2015 - patient had small recurrence of hernia, reduces easily and pops back out a little bit. Patient will be reconsidered for another repair if hernia starts to be bigger or cause symptoms. Attorney alleges that the patient had adhesions, fistulae, mesh migration, pain, hernia recurrence and mesh pulled away from hernia defect.